Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Two pt2 guide wires were advanced in dual fashion. Subsequently, a stent was advanced and the physician deployed the stent in a bifurcation stent technique, requiring one of the guide wires to be jailed behind the stent. However, during removal of one of the pt2 guide wires, the tip of the guide wire sheared off and was left behind the stent. No patient complications were reported and the patient's status was fine and doing well.